Event description:
On an unreported date in (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. On (B)(6) 2010, the patient began treatment with reflin 1 gm ip once per day, tobramycin 40 mg ip once per day, and heparin 1000 units ip three times per day. Outcome for the event of peritonitis was unknown. Remedial treatment with reflin, tobramycin, and heparin was ongoing. Dianeal therapy was ongoing. The reporter believed that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.